Event description:
It was reported that the pump was programmed to infuse a 250 ml ntg solution at 1.5 ml/hr. After 15 hrs it was noted that the solution container was empty. The infusion pump was removed from the pt. The pt showed no ill effects. No add'l pt intervention was required.